Manufacturer narrative:
(B)(4). Investigation result: a partially deployed ultraflex esophageal stent and delivery system was received for analysis. Visual analysis of the returned device found the shaft was curved. Functional evaluation found the shaft bowed during deployment but the stent could be deployed as received. The distal end of the stent failed to expand after it was incubated at 37c for 24 hours. The stent was measured to have an outer diameter of approximately 17.82mm at its widest and 15.16mm at its narrowest, indicating that the device is out of specification. No other issues were identified with the device. The noted damages to the device was likely caused by handling of the device or portion of the device without direct patient contact either during unpacking, preparation, or shipping; at the end of the procedure; or when packaging for return. Therefore, the most probable root cause for this complaint is handling damage. A review of the device history record (DHR) revealed no non-conforming events or deviations. A search of the complaint database confirmed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an ultraflex esophageal distal release covered stent was to be used in the esophagus during a stent placement procedure performed on (B)(6) 2017. Reportedly, the patient's anatomy was tight. According to the complainant, during unpacking, the stent was found to be partially deployed when the package was opened. The stent was not used on the patient and the procedure was completed with another ultraflex esophageal stent. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable. Note: this event has been deemed an MDR-reportable event based on investigation results which revealed that the ultraflex stent failed to expand.